Event description:
It was reported that the patient presented to clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) was exhibiting high capture threshold and the atrial lead was exhibiting noise. On (B)(6) 2024, the rv and atrial leads were capped and replaced. There were no patient consequences.